Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was 134 mg/dl. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. The device will not be returned for the analysis.